Event description:
End user reports that he feels very unsafe in the chair. States that the plastic part of the footrest, normally sit at 90 degrees, and they have adjusted and they are leaning in, causing legs to fall when in user, states there is broken weld on right foot plate, can no longer use the foot plate, bearings are squeaking, screws on left brake keeps loosening after about a week, the right brake screws as well, just not as often, dealer comes out and tightens them once a month. End user also reports that the handgrips have never stayed in place and continue to slide off the chair during use. He has not been injured but has fear of injury. States that the seat is just not comfortable, nothing is wrong with it, just does not work for him, chair is 2 years old, states the issue with the foot rest leaning in have been consistent issue for a long time, states the weld recently broke, brakes have been consistent issue since purchase, states that the bearings began squeaking during transport about 3 months ago, just doesn't work for him, states the hand grips have been an issue from the beginning as well.